Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by the customer contacting technical support for assistance, as they relied solely on the pump to manage their blood glucose. Technical support guided the customer through resetting the pump, and the malfunction did not recur. The customer was informed to reach out again if further issues occurred and was able to continue using the pump.